Event description:
All 4 side struts had perforated the ivc. One leg was about 2cm outside and close to the aorta. The filter was removed successfully. Pt outcome unk at this time.

Manufacturer narrative:
Catalog # unk as info not provided by reporter. Date of event not provided by reporter. Lot# info not provided by reporter. This event is still under investigation.